Event description:
The dentist reported separating a file in the pt's tooth during a dental procedure. The file was retrieved and there was no report of injury to the pt. It was reported that this was the 2nd or 3rd use for this file.